Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer went to the emergency room and was subsequently hospitalized multiple times due to diabetic ketoacidosis and a blood glucose level reading of ¿high¿ (value not provided). Customer¿s bg was treated intravenously with saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the details and nature of multiple events issue reported, but no response was received.